Event description:
It was reported that when connecting the part to another component, the union nut slips on the patient side of the system, which makes a firm connection impossible. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions and without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was separated from the connector, hl swivel return. The root cause of the issue is supplier-related; the outside diameter of swivel return connector was under specification. Action(s) taken to mitigate the reported issue(s): supplier was notified to request for root cause analysis and corrective actions.